Event description:
It was reported that loss of atrial capture was noted in both configurations at 7.5 v, 1.5 ms. The bipolar atrial sensitivity was 2.0 mv.

Manufacturer narrative:
No medwatch form was received.